Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger product ID cd9000 lot# serial# (B)(6) implanted: explanted: product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: UDI#: analysis of the wireless recharger (sn (B)(6)) revealed led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) system was plugged into a socket to charge, it was not charging, the green light was blinking but it did not hold a charge. According to the patient, there was no external factor that caused the problem. A technician verified the wr system did not hold the battery. The wr was replaced. The issue was resolved. There was no patient injury.